Event description:
Healthcare professional reported, "explanted lap-band [and] port/failure of device gastric outlet obstruction secondary to gastric prolapsed."

Manufacturer narrative:
(B)(4). Visual examination of the returned device determined the access port tubing connector to be a taper ii. Allergan has received the product; however, the analysis has not been completed at this time. Band slippage and obstruction are surgical / physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. No additional info has been reported to allergan regarding the serial number. Further info from the reporter regarding the diagnostic testing has been requested. Device labeling addresses the reported event of band slippage and obstruction as follows: "slippage of the band can occur. Gastro-esophageal reflux, nausea and/or vomiting with early or minor slippage may be in some cases successfully resolved by band deflation. More serious slippages may require band repositioning and/or removal. If there is total stoma outlet obstruction that does not respond to band deflation, or if there is abdominal pain, then immediate re-operation to remove the band is indicated."